Event description:
It was reported that the one atb45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that after transecting the uterine tube with the atb45, the surgeon noticed what seemed to be a "falop" ring (?) That was transected with the stapler. After the initial firing of the stapler, the surgeon attempted a second firing, and the #1 on the linear cutter would not close. The instrument was then forcibly closed and opened outside the pt and would not open again. The jaws would not close properly. There was no consequence to the pt.